Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2012-01855 for the other associated device information. It was reported to boston scientific corporation that the patient was implanted with a lynx mid-urethral sling system on (B)(6) 2006 to treat stress urinary incontinence. On (B)(6) 2009 the patient was implanted with a pinnacle anterior- apical pelvic floor repair kit to treat her pelvic organ prolapse. According to the complainant, post-implantation, the patient experienced vaginal pain, mesh erosion and dyspareunia. (Specifics and date/s of onset unknown). All other information is unknown and reportedly unavailable.